Event description:
The patient was admitted several weeks ago with sepsis and, in particular, fungal sepsis and pneumonia with prolonged blood cultures. He had a perforated duodenal ulcer and perforated gallbladder. He was eventually extubated but had to be re-intubated for mental status changes. A CT head showed acute on chronic sdh with midline shift with a low gcs. Nsg did not have any interventions to offer, and family decided to withdraw care.